Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental form will be submitted. T:slim user guide indicates, pump is to be used with individuals 12 years of age and greater, patient is (B)(6) years old. Per tandem's user guide, "insulin should be at room temperature before filing cartridge".

Event description:
It was reported that the customer experienced elevated blood glucose levels (490 mg/dl), with ketones present. Reportedly, cold insulin is used to load the cartridge. Troubleshooting was performed and pump passed delivery system check.